Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed and blood test strips were used. Estimated blood loss was 250cc's. Pt had no ill effects. Sample has not been returned to the MFR.